Manufacturer narrative:
The pump was unable to prime during the prime test due to cracked end cap. No compromised force sensor system alarm noted. The pump passed the operating currents test, self-test, unexpected error test and displacement test. The pump was unable to perform the rewind, basic occlusion, occlusion and no delivery tests due to prime anomaly. The pump had cracked battery tube threads and minor scratched display window.

Event description:
The customer's wife reported via phone call of damage and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 233 mg/dl. The customer stated that insulin squirted out during the manual prime process. The customer was unable to exit the preparing to prime loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also stated that there is a crack on the top of the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.